Event description:
It was reported that a physician was attempting to treat a lesion in the rca with 75 % stenosis. Pre-dilation was performed. The physician then proceeded to use a 3.0mm diameter x 30mm length endeavor resolute (rx) drug-eluting stent but the stent could not pass the lesion in the rca. It was reported that when the physician tried to withdraw the stent, it slipped over the shaft of the stent in the rca proximal. As the stent could not be taken back from there it was reported that the physician had to implant the stent to rca proximal. No other clinical sequelae were reported for this event. Device evaluation: the stent was not provided for review. The distal tip was flared. Crimp impressions were visible along the working length of the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (stent dislodgment). (Dislodgement may be due to patient vessel tortuosity, however, cannot be confirmed). Evaluation conclusion: known inherent risk of a procedure: (stent dislodgment). (Dislodgement may be due to patient vessel tortuosity, however, cannot be confirmed). (B)(4).